Event description:
It was reported the pt is experiencing pain and wants to use stimulation, however, the pt has not used/ charged the ipg for several years. The sjm rep could not establish communication using multiple external devices. As a result, surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.